Event description:
During an open reduction internal fixation of the foot with bone harvest from the hip: surgeon was reaming with the shaft for trephine and the tines that connect the shaft to the trephine broke. Surgeon retrieved all the pieces of the tines and was finished reaming. Surgeon completed the procedure with no harm to the patient.

Event description:
This is report 1 of 1 for this complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The product evaluation determined the design was adequate. From the complaint description, it was not possible to determine the static/fatigue loading on the instrument or the amount of times the instrument might have been used before the failure. The design was evaluated and deemed adequate. The manufacturing evaluation determined the dimensions which are relevant for this breakage cannot be checked due to the damage. (B)(4). Synthes was not aware of any other breakages of the article and lot number in question. The device history report review shows that the correct material and hardening procedures were used. The root cause of this complaint could not be determined.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4). Placeholder.